Event description:
It was reported that during a da vinci-assisted bariatric surgical procedure, the sureform 60 stapler was not following surgeon¿s commands when taken out to reset it. The instrument would then not register and could not be used. The instrument had three good uses before it started to fault. The procedure was completed with no reported injury.intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer (hrsv). The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all (e.g., static instrument). The distance intended matched distance the instrument moved. The customer removed the instrument from the cannula without straightening the wrist which bent the instrument. Afterwards, when attempting to use the instrument, the instrument moved in wrong direction when commanded. Left would move right and right would move left. Up would move down and down would move up. Subsequently, the instrument could not be recognized by the system. The timing of instrument movement was appropriate. There was not any shakiness and/or friction experienced/observed. There was not any instrument-to-instrument or system arm-to-arm interference. There were not any external collisions. The issue was persistent. The surgeon was attempting to staple at the time of the issue. The csr recommended that the customer use another instrument. The customer used another same dv I&a to resolve the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint ¿the instrument would not register and could not be used¿. Based on the log review of remotefe and dsp, the instrument was found to have multiple engagement failures, error code 22020, roll hard stop failures. The engagement failures were replicated during in-house testing. The instrument failed engagement 3 out of 3 times that it was installed on the in-house system with a cannula seal and an in-house drape installed. As a result, the instrument was unable to be tested for intuitive motion. The probable root cause of the alleged the sureform 60 stapler was not following surgeon¿s commands when taken out to reset it cannot be determined based on the fa evaluation as the instrument was unable to be tested for unintuitive motion. Additional observation not reported by site that is related to the customer reported complaint: the instrument was found to have a binding roll bushing. The instrument's main tube was manually rotated, and friction was observed. The probable root cause of this failure is attributed to manufacturing. A review of the device logs for the sureform 60 stapler instrument (part #480460-09 / lot/serial #l10220930- 0239) associated with this event has been performed. Per this review of the logs, the sureform 60 stapler instrument was last used on 11/09/2022 via system serial #sk1476. There were 10 uses remaining after this last usage. A review of the procedure log showed a bariatric procedure was performed on 09-nov-2022 on system sk1476. A review of the site's system logs for the reported procedure date was conducted by regulatory post market surveillance (rpms) analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Images associated with this reported event were not submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the sureform 60 stapler instrument moved with unintuitive motion (not following surgeon¿s commands). Unintuitive motion could lead to poor instrument control and subsequent tissue damage. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This report is being submitted to add the field action reference.